Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). Vent filter analysis sent to the manufacturer revealed evidence of cam follower bearing wear and potential main bearing wear. A few weeks later, a follow-up vent filter analysis revealed an increase in cam follower bearing wear debris indicating end of life device symptoms. There were no reports of any alarms. The hospital made a decision to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The device was successfully exchanged with the manufacturer's clinical trial lvad and the pt remains ongoing without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.